Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump alarmed no delivery and then a battery out limit alarm. Now the buttons do not work. Customer is unable to clear the battery out limit alarm. He stated that on 8/3/2014, his blood glucose was 560 mg/dl. He took a twenty unit delivery of insulin but his blood glucose was 580 mg/dl. Customer took more insulin and after eight hours he had a low of 34 mg/dl. Customer is using an older device to treat. His last blood glucose was 161 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had currents in specification and no unexpected battery out limit alarm was noted. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.